Manufacturer narrative:
Concomitant products: product ID 748951, serial # (B)(4), implanted:(B)(6) 2010; explanted: (B)(6) 2010, product type extension; product ID 3887-28, lot # l68179, implanted: (B)(6) 1999, explanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
It was reported the patient¿s implantable neurostimulator (ins) and lead were removed due to infection. It was noted that 10 days after placement the patient¿s ins a wound infection was noted at the ins site. The reporter stated that purulent discharge was noted to exit the wound after the ins pocket was opened. It was noted that after removal of the ins and lead the patient¿s wound was irrigated with a bacteriostatic solution and closed. It was further noted that prior to closure of the ins pocket a penrose drain was placed in the wound. The reporter stated the patient tolerated the procedure well and they were transferred to the recovery room in stable condition. It was later reported that a new system was placed. The reporter stated that conservative means had been inadequate for relief of the patient¿s symptoms. It was noted that during the placement of the new ins the patient had adequate stimulation. It was further noted the patient tolerated the procedure well and was transferred to the recovery room in stable condition.